Event description:
It was reported that all of the patient's "previous non-rechargeable batteries were supposed to last 5 years, but none of them lasted more than 3 years." The patient was noted to have had a non-rechargeable battery in 2005. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, serial# (B)(4), product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51 serial# (B)(4), product type: extension. (B)(4).